Manufacturer narrative:
Reason for reoperation due to deflation and capsular contracture, baker grade I. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation and capsular contracture, baker grade I. Device has been explanted.